Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician. During defibrillation threshold testing, the implantable cardioverter defibrillator detected ventricular fibrillation (vf) and began to charge. A shock was delivered and broke the patient¿s vf; however, the shock was aborted due to a high voltage lead impedance out of range alert due to low impedance. The patient decided not to replace both the device and lead instead therapies were turned off. The patient was discharged.